Manufacturer narrative:
(B)(4). Batch # m92y74. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 17 conforming clips as intended. No scissored clips were note during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify how the device would not ligate? The device could not ligate cystic duct. At what firing did the issue occur? Second or third firing. Was the clip malformed, not closed completely? Clips was malformed like v shape. Did device fire unformed clips? Yes. Did device fire clips that were malformed? Yes. Did device fire scissored clips? Yes. Did clips not hold on to tissue or vessel once they were placed? Clips did not hold on stable.

Event description:
It was reported that during an unknown procedure, the surgeon couldn't be sure about ligation. He performed clipping multiple times. Another brand was used to complete the procedure. There were no adverse consequences for the patient reported.